Event description:
In may 2005, baxter was notified that a hospital, a patient experienced blood crossing over the transducer. Blood went through the isolator of the machine and the machine had to pulled for cleaning. The specimen was not saved, as they were unable to clear blood from the transducer. There was no patient injury or medical intervention reported in association with this event.